Manufacturer narrative:
Omit : (B)(4) - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Correction : imdrf annex e and f codes. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a secondary infusion of zosyn 120ml, programmed to run at 30ml/hr, appeared to have been bolused into the patient. However, it was noted that the primary maintenance fluid bag (0.9% normal saline 220ml) was fuller than normal, which would make it seem that the zosyn infused into 0.9% normal saline bag. The tubing, initially hung on june 27th, and the pump had been removed. The customer believes that the zosyn back flowed into 0.9% ns bag hence it appeared "fuller than normal." There was patient involvement and no patient harm.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a secondary infusion of zosyn 120ml, programmed to run at 30ml/hr, appeared to have been bolused into the patient. However, it was noted that the primary maintenance fluid bag (0.9% normal saline 220ml) was fuller than normal, which would make it seem that the zosyn infused into 0.9% normal saline bag. The tubing, initially hung on june 27th, and the pump had been removed. The customer believes that the zosyn back flowed into 0.9% ns bag hence it appeared "fuller than normal." There was patient involvement and no patient harm.